Event description:
It is reported that the pt underwent total knee replacement. The implant date is not known. In 2004, the pt's knee was revised due to osteolysis forming at medical screw tip.

Event description:
It is reported that the pt underwent total knee replacement. The implant date is not known. In 2004, the pt's knee was revised due to osteolysis forming at medial screw tip.